Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The (fse) found a leak of pak lyse through tubing at pinch valve pv27. The fse replaced the tubing through pv27 which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a mixture of diluent and blood leaking from the coulter lh 500 hematology analyzer onto the countertop during the quality control run. The volume of the leak was approximately one (1) ml and was not contained within the instrument. The customer was wearing personal protective equipment consisting of eye protection, gloves, and laboratory coat when the leak occurred there were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.